Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that hardware component(s) was/were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No components have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had no light nor click when plugged in. There was no patient present when this issue was observed.